Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0203981671, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: additional review determined that the events previously reported under mfg. Report nos. 3007566237-2016-03247 and mfg. Report no. 6000153-2016-00797 are related and will be reported under this mfg. Report no. And all further information will be submitted under this mfg. Report no.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.